Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The patient¿s wife stated the needle broke during sensor insertion on (B)(6) 2019, and part of it was retained in the patient¿s skin. The sensor was inserted into the arm, which is off label usage of the device. The patient went to the doctor and was told to go to the emergency room (ER) to have the retained portion removed. Further contact was made with the patient by the dexcom¿s medical safety on (B)(6) 2019. It was reported that when pushing the applicator button for sensor insertion, the applicator jammed. The metal needle broke off from the applicator and the patch would not come off easily without the needle breaking. When able to finally remove it, a large piece of the needle was left in his skin at the back of the patient¿s arm. He saw his physician on (B)(6) 2019 and was seen by another physician at the ER on (B)(6) 2019. He was prescribed keflex due to the risk of infection and advised that it may be safer to leave the needle fragment in place. The doctor estimated that three fourths of the needle was retained in the patient. No x-ray was done but its location was easily palpated. The patient was referred to see a general surgeon but had not yet pursued that. At the time of the follow up call the puncture wound was healed and he was feeling fine with minimal discomfort and no signs of infection. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.